Event description:
Per sales rep, surgeon was using product in a shoulder case when he noticed the product was not effective. When he pulled the product back he claimed the white ceramic tip was gone. He allegedly looked for the tip but was not successful in finding it and can not confirm if it came out or not. Two probes from the same lot number were included in the complaint filed by the sales rep.

Manufacturer narrative:
Further info will be provided, when the investigation is completed.